Manufacturer narrative:
The initial issue was reported as advia centaur xp hbsii initially (B)(6) samples. A siemens customer service engineer performed decontamination with bleach and then peroxide. He ran a background test. He replaced the aspirate probe guides, filter capsule, and degasser service kit. The cse replaced the luminometer o ring, tubing assembly's, and the photon counter. He then performed 20 replicates of qc material and all results were in range. Review of the data indicates that the post repair precision looks very good. The o ring and tubing were replaced for the concern that there may have been a light leak that was affecting the reading. The photon counter was replaced for the concern that the reading were not being properly interpreted. While either error condition could have caused the discordant, the cause cannot be determined. The limitations section of the instruction for use (IFU) states the following: "for diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
Customer observed a number of samples with initially (B)(6) results on the advia centaur xp hbsagii assay. The high results were not reproducible upon repeat testing. There are no reports that treatment was altered or prescribed or adverse health consequences due to the (B)(6) advia centaur xp hbsagii results.